Event description:
It was reported that cadd legacy pump displayed cassette sensor damage. (During testing/no patient injury).

Manufacturer narrative:
The device was returned and visual inspection revealed housing damaged, missing nub on dso sensor. The reported event was not confirmed. Customer problem was duplicated, in that the nub on the downstream sensor (dso) was missing, this would cause the pump to alarm "no disposable". Replace damaged downstream sensor.